Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the flex video scope image was yellowish and a white balance was not possible. The issue was observed during preparation for an unspecified procedure. There were no reports of patient involvement.

Event description:
It was reported the flex video scope image was yellowish and a white balance was not possible. The issue was observed during preparation for an unspecified procedure. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. The customer's reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure due to fiber breakage. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.